Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31469232l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside into the device. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The instructions for use (IFU) contain the following information: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system prior to use of the force feedback feature. If the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially, it was reported that during the ablation, when they connected to the ablation catheter, they encountered a force error. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion a separation between the pebax and electrode section was observed with a reddish-brown material inside the pebax. This was assessed as MDR reportable with an awareness date of 26-jun-2025.